Event description:
During a urological laparoscopic procedure, when the surgeon was taking out the inner sheath, the ceramic tip snapped off inside the pt. The surgeon was not able to remove the tip with forceps, so he made a 1 1/2 inch incision to try to remove it laparoscopically, but had no success. He then made a 5 inch incision to remove it openly. The surgeon was unable to complete the procedure, the pt will once again have to undergo surgery.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.